Event description:
It was reported the channel cleaning brush tip detached during first use and it is unknown if it was able to be removed from the channel. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h3, h6 & h11 the cause could not be identified based on this complaint and the information obtained from the investigation results, it is presumed that the brush came off due to strong force applied to the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.